Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report any potential future malfunctions.